Event description:
The rptr stated that she had gotten several er1 messages, and discontinued testing. She did not compare her test strips to the color chart on the vial. She was having symptoms of illness such as hot feet and weakness. She called and then visited her dr. The dr tested her blood glucose, with results of 170 or 180 mg/dl. She reported that her blood pressure was high, and that the dr treated her for that. She continued on her regular daily glucophage regimen.